Manufacturer narrative:
Complaint (B)(4). Received 11pcs 450161/17l07u for evaluation. Received customer pictures. Actual sample was discarded by the customer. We have no further complaints on the material/batch. We have no further inventory of the material/batch. We forwarded the complaint, samples and pictures to our supplier for their investigation and comments. Documents of the concerned material/batch were reviewed and no documentation indicating the deviation could be observed. Customer and retain samples were visually inspected. No defects were observed in the safety lock parts for any of the checked samples. Functional testing was performed. Move force, pull force between stopper + protector and hub + protector (after lock) and return force (after lock) were all measured; all results were within specification. The complaint cannot be confirmed.

Event description:
Customer states that sbcs needle wouldn't retract. The clips were "locked", they would not pinch.